Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 10.

Event description:
Reference number (B)(4). Event occured in the united states it was reported that, the patient faced ten infusion set's kinked cannula events from 01-oct-2024 to 15-feb-2025. Event took place within 3 hours of insertion for all the ten events. Site of insertion was abdomen. Infusion set was in use for 24 hours. Patient blood glucose levels were 300 mg/dl. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available